Manufacturer narrative:
Although it was reported that a CT angiogram taken showed a partial peripheral, non-flow-limiting thrombosis of the lvad outflow cannula, the manufacturer was unable to confirm the reported event as the CT scan images taken by the center were not provided for analysis. The patient was reportedly treated with heparin and discharged home on aspirin. No log files from the time of the reported event were available for analysis. No prior events were reported for this patient throughout approximately 8 months on lvad support. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. (B)(4). Approximate age of device - 8 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported ramp echocardiogram was abnormal, and the patient was admitted for treatment with heparin and a CT angiogram. It was reported that the patient was stable, and that the lvad was not producing elevated parameters. A CT angiogram revealed partial peripheral thrombosis of the lvad outflow cannula, likely non-flow-limiting. The patient was started on aspirin 325 mg, and was discharged to home. The patient was status 1b on the transplant list. No additional information was provided.